Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with mentor memorygel, 650cc silicone breast implant has experienced left-sided capsular contracture grade iii postoperatively. The issue was diagnosed through physical examination. As a result, patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on june 27, 2022 with different serial number from what was initially reported. Multiple attempt were made to request clarification of the received device. For this instance lot number on july 28, 2022 was updated from 9542815-029 to 9514037-028. Therefore the received device with different serial number became the suspect device on july 28, 2022 . Device evaluation completed on july 28, 2022 : the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 650cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that patient underwent capsulotomy and unilateral replacement with a new unknown implant. Manufacturer¿s reference number: (B)(4).